Event description:
In 2008, the patient reported an elevated blood glucose reading today of 254 mg/dl with her normal range being 150-160 mg/dl. She had no symptoms and corrected her reading by bolusing 5 units of insulin. On follow up with the patient two days later, she stated she is in her normal range. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.